Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation on august 13, 2007, that a hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation (hta) procedure. (Patient age and weight are not known). According to the complainant, the patient received no relief from the excessive bleeding post procedure. As a result, the doctor had to perform a hysterectomy. It is not known how long after the patient was brought in and the hysterectomy was done that the patient had the hta performed. The patient did not have any other conditions that would interfere. There is no further information available regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.